Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker right atrial (ra) and right ventricular (rv) lead exhibited out of range pacing impedance measurements that resulted in activation of the lead safety switch (lss) feature. The specific pacing impedance measurements were unable to be determined as the device only displayed a weekly average. Additionally, noise was observed on the ra and rv leads and loss of capture (loc), oversensing , pacing inhibition and inappropriate atrial tachy response (atr) mode switches were observed on the ra lead. It was noted that the device migrated 10 inches below the incision when the patient was standing and lack of slack was noted in the leads since implant and the leads were noted to be stretched. The physician felt that the stretching of the lead may have contributed to the clinical observations. An attempt was made to explant the rv lead, however, the helix would only retract one turn. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.